Manufacturer narrative:
H3: product analysis: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box and within a resealable plastic biohazard pouch. The two opened inner pouches were also returned. No damages or irregularities were found with the phenom-27 catheter hub. The distal ~0.6cm of the phenom-27 micro catheter, including the distal tip and marker band, were found flattened. The pipeline flex w/ shield was found within the phenom-27 catheter. The pusher was found extending out of the hub ~45.8cm and the tip coil was found extending out of the catheter tip. The pipeline flex w/ shield was advanced out with resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found fully opened, damaged and frayed. The proximal braid end was found fully opened and damaged. The phenom-27 micro catheter total length was measured to be ~158.2cm and the usable length was measured to be ~151.6cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed through device analysis. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The distal catheter was found flattened, which could have potentially contributed towards the resistance, and subsequent braid damage and failure to open. Customer reported vessel tortuosity as moderate, and devices were prepared and flushed per IFU. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the tip of a pipeline failed to open during a procedure and was removed from the patient. It was noted that the device was prepared according to the instructions for use. The patient was undergoing a procedure for flow diversion implant treatment of an unruptured saccular aneurysm of a posterior communicating artery. The aneurysm max diameter was 18mm and the neck diameter was 7mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.9mm. Vessel tortuosity was moderate. There was no injury to the patient related to the event. Post-procedure angiography showed normal results.